Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the cooling finished around 0700 on the arctic sun device appeared to be cooling patient instead of warming. Patient temperature consistently dropping and water temperature as well. Patient was shivering at 1400 (pt 35.7c) and sedation was administered. Patient temperature was 33.8c, target temperature was 37c (serial# (B)(4), flow rate was 2.7 lpm, water temperature was 18.4c. Rewarm rate 0.3c per hour 1146 duration time left. Bair huggers and warm blankets in use. Nurse denied any alerts and alarms. Event log showed alert 14 (patient temperature 1 probe out of range) at 1938. Nurse stated this alert was when charge was troubleshooting. Mis verified that rewarm was selected. Four pads connected with some exposed abdomen. Mis verified rewarm from reads 33.5c to 37c. Patient temperature was verified with secondary source which shows 33.4c. System diagnostics were outlet monitor temperature (t1) was 19.2c, outlet control temperature (t2) was 19.2c, inlet temperature (t3) was 19.5c, chiller temperature (t4) was 4.9c, water flow rate was 2.7 lpm, inlet pressure was -7.1 psi, circulation pump command was 64 percent, mixed pump command was 18. Heater was 0, water reservoir level was 3, system hours was 470.1 pump hours was 425.5. Mis had nurse place device in manual control at 38c. System diagnostics were outlet monitor temperature (t1) was 34.8c, outlet control temperature (t2) was 34.7c, inlet temperature (t3) was 33.1c, chiller temperature (t4) was 4c, water reservoir level was 2.8 lpm, circulation pump command was 63, mixed pump command was 0, heater command was 100 percent. Mis walked through disabling manual control. Water temperature was 26.4c and continuing to climb. Discussed adding universal pad to abdomen for additional coverage. Mis encouraged nurse to continue to monitor water temperature and call with any additional questions or concerns. Nurse also noted they have another device that is not working (serial# unk). Mis confirmed they did send to biomed for evaluation.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the cooling finished around 0700. Arctic sun device appeared to be cooling patient instead of warming. Patient temperature consistently dropping and water temperature as well. Patient was shivering at 1400 (pt 35.7c) and sedation was administered. Patient temperature was 33.8c, target temperature was 37c (serial# (B)(6)), flow rate was 2.7 lpm, water temperature was 18.4c. Rewarm rate 0.3c per hour 1146 duration time left. Bair huggers and warm blankets in use. Nurse denied any alerts and alarms. Event log showed alert 14 (patient temperature 1 probe out of range) at 1938. Nurse stated this alert was when charge was troubleshooting. Mis verified that rewarm was selected. Four pads connected with some exposed abdomen. Mis verified rewarm from reads 33.5c to 37c. Patient temperature was verified with secondary source which shows 33.4c. System diagnostics were outlet monitor temperature (t1) was 19.2c, outlet control temperature (t2) was 19.2c, inlet temperature (t3) was 19.5c, chiller temperature (t4) was 4.9c, water flow rate was 2.7 lpm, inlet pressure was -7.1 psi, circulation pump command was 64 percent, mixed pump command was 18. Heater was 0, water reservoir level was 3, system hours was 470.1 pump hours was 425.5. Mis had nurse place device in manual control at 38c. System diagnostics were outlet monitor temperature (t1) was 34.8c, outlet control temperature (t2) was 34.7c, inlet temperature (t3) was 33.1c, chiller temperature (t4) was 4c, water reservoir level was 2.8 lpm, circulation pump command was 63, mixed pump command was 0, heater command was 100 percent. Mis walked through disabling manual control. Water temperature was 26.4c and continuing to climb. Discussed adding universal pad to abdomen for additional coverage. Mis encouraged nurse to continue to monitor water temperature and call with any additional questions or concerns. Nurse also noted they have another device that is not working (serial# unk). Mis confirmed they did send to biomed for evaluation.